Event description:
The biopince ultra full core biopsy instrument did not obtain a sample with the first pass. The blue handle snapped loose on the second biopsy and could not be salvaged. Manufacturer response for biopince biopsy device, biopince (per site reporter). They are trying to fix the problem.